Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient developed a (B)(6) infection. It was undetermined if the infection was from the implant of the subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode or if the patient had the (B)(6) prior. Subsequently the s-ICD and electrode were explanted. No additional adverse patient effects were reported.